Manufacturer narrative:
Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a new ins implanted not so long ago, but it is not working and the patient is not moving. The caller did not know when the event started happening. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that there was no ins failure. It was stated that there was no quality issues with the ins. The ins was replaced because of high energy parameters. The high settings were the reason for the battery depletion. The patient received a new ins on (B)(6) 2018. It was stated that the patient's therapy is working perfectly now.